Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she woke up with high blood glucose of 420 mg/dl; level kept increasing and she had to treat with manual insulin injection. Customer stated that she was in the hospital emergency room due to diabetic ketoacidosis. Customer experienced nausea and fatigue. Customer was wearing the insulin pump at the time of emergency room visit. No troubleshoot was performed as the customer did not have the insulin pump at the time. Blood glucose value at the time of the admission was 326 mg/dl. Nothing further reported.